Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. D3 - mfg establishment name and h6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patients 5fu pump was leaking from the filter, it did contact skin and caused some burning and irritation. Picture sent to nursing supervisor. Further support from vendor to staff to troubleshoot as it was reported that this has happened a couple of times by submitter. There was skin irritation. There was patient harm reported.